Manufacturer narrative:
The device was evaluated by a resmed distributor in the united states. The evaluation determined that the screen failure was not reproducible and there was no fault found on the device. The device was serviced and performed to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while the astral device was being configured for a patient, the display screen went black and an audible alarm sounded. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation; therefore, the reported fault could not be confirmed. The device software was evaluated by resmed. Based on all available information and previous investigations of similar complaints, the root cause of the reported failure was most likely a software issue. Resmed reference #: (B)(4).